Event description:
Incident summary: the incident occurred in a hosp. A vascutek bifurcated prosthesis was used in a re-vascularization procedure, the device thrombosed and was replaced with a gortex cross over vascular graft. The pt's left leg subsequently developed compartment syndrome, a fasciotomy was performed and 36-40 hours after the implantation of the second vascular graft, the leg was determined to be unsalvageable and an above knee amputation was performed. Info received to date: as aortic bifurcation re-vascularization procedure was performed using a vascutek gelsoft plus bifurcated vascular prosthesis. The pt was heparanized with 4000 units pre-op and 2000 inter-op. The heparin was not reversed. The day following the surgery, the pt's legs became blue and mottled and 1000 units of heparin per hour were administered for 3 hours. There was no improvement observed and the pt was returned to theatre. The graft was explored and a thrombectomy was performed, from the right groin. Thrombus was removed from the arteries distal to the graft. After the thrombectomy; heparinization and dextran forte continued to be administered. After 10 hours both legs appeared blue and mottled and the pt was again returned to theatre where exploration revealed that both legs of the bifurcate were thrombosed. The thrombus was sticky and solid and difficult to remove by fogarty catheter. The abdominal section was also found to be thrombosed with solid sticky thrombus. The graft was explanted and a gortex jump graft combined with a gortex cross over graft was implanted to facilitate recovery of circulation. The right leg was developing compartment syndrome and a fasciotomy was performed. The right leg was determined to be unsalvageable resulting in amputation of leg in 36-40 hours.